Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that during the implant procedure the lead exhibited placement difficulty, difficulty extending the helix and high thresholds. The lead was removed and replaced. No patient complications have been reported as a result of this event.